Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 12/15: customer reports; performing a ureteroscopy procedure under general anesthesia for stone removal and stent placement on a (B)(6) male, when both monitor failed during the procedure. Customer brought in stand alone monitor for the endo camera and another physician stood in the control room and observed fluoro image to complete the procedure. Procedure completed without further incident and pt is fine. No reported injury.